Event description:
The customer reported a corneal burn. The event occurred during cataract surgery with a grade 2 cataract at the beginning of the sculpting mode. It was noted that a 2.2mm incision was made, and the surgeon did not remove viscoelastic before phaco. The customer stated that the occlusion bell was heard. The surgeon had to purge the handpiece with a syringe to complete the case, and an intraocular lens was correctly implanted. The incision was found not to be tight, and 4 stitches had to be used to close the incision. The cornea was noted to be a "little bit white", and postoperative edema of the incision was present.

Manufacturer narrative:
The co svc rep examined the system and found it met specs. The customer noted that after the incident, the surgeon has changed his technique to remove some viscoelastic before phaco in his procedures, and that the incisions were tighter and cleaner. Viscoelastic can affect phaco fluid flow causing the phaco tip to heat up and cause a corneal burn. Hard lens fragments can also block the phaco tip and cause an occlusion which is another potential cause of a corneal burn. The operator's manual includes a warning that failure to sufficiently aspirate viscoelastic prior to using power may result in significant temperature increase at the incision site and inside the eye, and lead to severe thermal eye tissue damage. A review of the complaint and mfg history data files for the system indicates that there have been no additional complaints related to the reported event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report mailed in to FDA on: 6/27/08.